Event description:
The customer reported that their pump screen was dark and would not turn on. Although the specific blood glucose level at the time of the issue was unknown, it remained between 54-500 mg/dl, indicating variability without specifying an adverse impact. Technical support decided to replace the pump, despite it not being under warranty.